Event description:
The customer reported to beckman coulter that erroneously high triglyceride (tg) and magnesium (mg) results were generated from the unicel dxc 660i synchron access clinical system for multiple patients over several days. This report references the event which occurred on (B)(6) 2013; please refer to medwatch reports 2050012-2014-00017, 2050012-2014-00018, and 2050012-2014-00022 for the reports of the events which occurred on a different day. The customer reported that an erroneous tg result for one (1) patient sample was generated on (B)(6) 2013, reported out of the laboratory, and was questioned by the physician. The customer had discarded the original sample tube and the patient was redrawn and retested for tg; however, no repeat results were provided by the customer. There was no report of any change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and concluded that the mixer wash insert had malfunctioned and was not cleaning the sample probe and mixer paddles consistently. The fse replaced the mixer wash insert to resolve the issue and verified the repair as per established procedures. Results: mixer wash insert. All related medwatch reports associated with this event: 2050012-2014-00017, 2050012-2014-00018, and 2050012-2014-00022.